Event description:
Contact called to report that during a hair removal treatment, 2 patients were burned due to "joules jumping up" from 26 to 28 joules; loaner required(c0172260), caller was advised no to use laser until it is serviced.